Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, a fluoroscopy was performed when collecting the delivery catheter after the release and it was discovered that the right ventricular leadless pacemaker (vlp) dislodged and to the right atrial. The vlp was successfully retrieved and there was no anomaly on the device. Replacement was performed using the same vlp. There were no patient consequences.